Event description:
It was reported that the 9900 system shut down during a case. The procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was replaced during the svc call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.